Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, possible causes for the reported malfunctions could be due to the following: incorrect generator setting, the use of glycine / sorbitol-manitol instead of saline during a bipolar application or the use of the bipolar electrode with a monopolar working element. These misapplications lead to a malfunction of the electrode. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high frequency resection electrode shackle was unable to cut and made large spark. The issue occurred during a bladder resection. There were no reports of patient harm.